Manufacturer narrative:
On 1-apr-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported by the caller, the clinical account specialist, that when ablating the cti line, the catheter was removed and there was char noticed on the catheter tip. To troubleshoot the physician removed the char on the catheter and the procedure was continued. The caller is not requesting a replacement catheter. The caller is requesting that the catheter be sent in for analysis. The catheter is available for return. The caller was advised to expect a return kit. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31187994l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and an excessive char/thrombus issue occurred. It was reported that when ablating the cavotricuspid ishmus (cti) line, the catheter was removed and there was char noticed on the catheter tip. To troubleshoot the physician removed the char on the catheter and the procedure was continued. On 11-jan-2024, additional information was received indicating there were no error messages and no issues related to temperature or flow. The patient was anticoagulated with an activated clotting time (act) 350-400. The physician considered the amount of char posed a risk to the patient, as such, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported by the caller, the clinical account specialist, that when ablating the cti line, the catheter was removed and there was char noticed on the catheter tip. To troubleshoot the physician removed the char on the catheter and the procedure was continued. The caller is not requesting a replacement catheter. The caller is requesting that the catheter be sent in for analysis. The catheter is available for return. The caller was advised to expect a return kit. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, temperature, impedance, and patency test of the returned device were performed following bwi procedures. Visual analysis revealed char/thrombus/clot residues attached to the dome, and also inside of some of the irrigation holes. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A patency test was performed, and during the test, some of the irrigation holes were found occluded due to the char/thrombus/clot observed during the visual. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char/thrombus/clot issue reported by the customer was confirmed. Char is a physical phenomenon of rf, and the potential cause of these residues can be the normal result of the ablation process. The instructions for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).